Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown. Premarket identification PMA/510(k) number k011028 and k013227. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient complained of discomfort and pain, and an examination revealed infection & inflammation. Dental site 21.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.